Event description:
Needle broken [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device info: class iia. This spontaneous case from china was reported by a medical doctor as "needle broken" and concerns a (B)(6) male pt using novofine 32g 6 mm from an unk date to an unk date due to type 2 diabetes mellitus. Pt's height: not reported. Medical history includes advanced primary liver cancer. On an unk date in (B)(6) 2010, the pt used novofine 32g (batch no was unk) for injection and experienced needle broken. The pt underwent a surgery, however, the broken needle was not removed. On (B)(6) 2010, the pt was diagnosed with advanced primary liver cancer. Thereafter, he refused any attempt to remove the broken needle and asked for compensation. The outcome was reported as not recovered. The remained part of the broken needle was discarded, no sample is available. The doctor confirmed that the pt reused the needle. The pt refuses to provide any further info, so no more info is available.